Event description:
The patient underwent generator replacement due to the low battery status. The generator was returned to the manufacturer however, product analysis has not been completed to date.

Event description:
Product analysis was completed on the generator. There were no surface anomalies observed besides the typical markings seen after implant and explant. The generator was opened and the pcba was assessed. No visual anomalies were noted. During an interrogation, an end-of-service message was seen and the generator had been pulse disabled. This could not be reset so system diagnostic testing could not be done. The measured battery voltage verified that the generator had reached end of service. Data from the generator was also reviewed. The last automeasured battery voltage was consistent with what was expected based on the estimated charge consumed. This provided evidence that the battery depleted as expected. There were no other anomalies noted from the data or analysis of the generator and the generator performed as expected. No other relevant information has been received to date.

Event description:
A report was received stating a patient had an increase in seizures. The report stated the patient's generator was at ifi=yes and could still be interrogated. A system diagnostic test showed normal impedance values. A review of the programming history database also presented no indications of device malfunction. A battery life calculation was performed and showed the device likely reach ifi-yes due to normal depletion. Further information was received that the patient was hospitalized for the increase in seizures, but that she was released. The physician indicated no other seizures had been reported after and that the isolated event was not above pre-vns levels. She expressed belief that the increase was due to the battery at ifi=yes. She later reported concern the battery was reaching end of life too quickly as the status changed from ifi=yes to neos sooner than expected from the battery life calculator. No further relevant information has been received to date.